Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen was black and would not turn on while the device remained powered, consistent with a display visibility problem involving the touchscreen. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related visibility issue and a display that was difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.